Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced recurring episodes of syncope. Review of stored device memory noted that the patient was in chronic atrial fibrillation (af), however, this was already a known condition. No anomalies were noted, however, the cause of syncope was not determined. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.